Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110 - overvoltage set) was confirmed. Upon evaluation, the monitor failed essential performance testing and displayed a service code 110. The cause of this was on open l1 component on the ca board. The root cause of the open l1 cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 110 (overvoltage set).